Event description:
In 2009, pt reported, she noticed an air bubble that was quite large and was right at the connection of the luer lock to the infusion device. She said, she also noticed her readings were elevated, so that was what had prompted her to inspect her tubing. Pt reported she had just finished bolusing for her lunch meal, so she did not bolus again for the elevated readings. She stated, she primed the tubing and got the air out. Pt reported she tested later and her readings had already come down to 109 mg/dl. She said, she doesn't really have a normal range, but is content when her readings are around 150 mg/dl. Pt reported she has not changed her adapter since june. Advised to change every 10th insulin cartridge. She stated, she uses partial cartridges filled to 280 units and changes her cartridge every 10 days or so. Pt reported she is very sensitive to insulin so does not change her cartridge very often. Advised speaking to her physician and seeing if maybe 1/2 cartridges may not be better for her. Pt stated, she has not yet tried adjusting the piston rod when changing the cartridge but she will try that with the next cartridge change. She reported, she does expose the insulin to varying temperatures while in use. Explained that the insulin can release air bubbles when exposed to warmer temperatures. Pt stated, she is not lubricating or reusing cartridges. Advised on properly lubricating. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.